Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently shipping from (B)(4) to bbm in (B)(6) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no diffusion. Drug: 5fu.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.